Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device has exhibited intermittent high out of range pace impedance measurements on the right atrial (ra) lead since 2018. The ra lead is not a boston scientific product. There has also been corresponding respiratory rate trend (rrt) sensor oversensing observed. Device reprogramming has been performed to address the rrt sensor oversensing, but ra pace impedance spikes are still occurring. The physician indicated that they are preparing to extract previously abandoned leads from this patient and asked boston scientific technical services (ts) if they need to extract the active ra lead as well. Ts discussed with the physician that spikes in impedance set up the opportunity for rrt oversensing to occur. Ts explained that impedance spikes, rather than a steady change in impedance measurements, could be an indication of a device header spring contaci issue rather than a lead issue. Ts discussed that these types of impedance concerns have been observed when boston scientific devices are paired with a competitor's lead. Boston scientific has changed the device header spring contact design to address this issue. However, this specific device has the previous device header spring contact design. The physician stated that this all makes sense as they have observed impedance spikes with pocket manipulation testing, and they will discuss this with the extraction physician. The products remain in-service at this time. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)